Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization was detached from the pusher assembly. Further evaluation revealed that the pusher assembly ddt was fractured off at the distal tip of the pusher assembly. If the pod pc is forcefully retracted against resistance, the ddt may become fractured off the pusher assembly, and the embolization coil may detach. Further evaluation of the device also revealed that the pusher assembly was kinked and fractured, and the embolization coil had offset coil winds. This damage was likely incidental to the reported complaint and may have occurred during packaging for the device return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, two non-penumbra coils were successfully implanted into the target location. While advancing a pod pc, the coil would not advance out of the distal end lantern. After several attempts to advance and retract the pod pc against slight resistance, the coil unintentionally detached in the distal end of the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient and the pod pc was removed from the lantern. The procedure was completed using another pod pc of the same size, two additional pod pcs, and the same lantern. It was also reported that the physician kinked the lantern at the distal end during the procedure. There was no report of an adverse effect to the patient.